Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. A replacement pump was sent to resolve the issue. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. There was no reported adverse impact to the customer's blood glucose